Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site. This report is submitted on october 19, 2023.

Manufacturer narrative:
This report is submitted on sep 08, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, for unspecific medical reasons. Additional information has been requested but has not been made available as of the date of this report.